Event description:
Reference MFR. Report number: 1627487-2019-06653, 1627487-2019-06655, 1627487-2019-06996. It was reported that patient experienced ineffective stimulation. As a result, the entire system was explanted. No reps were present during the procedure.